Event description:
Customer reported that she was unconscious due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 44 mg/dl when the paramedics arrived. Customer stated that she suspended her insulin pump, but she must have rolled over and turned it on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.